Event description:
According to the reporter, during stapling of the pharyngeal pouch, when the surgeon placed the device on the pouch and clipped down to squeeze the handle, there was resistance felt and a loud crunching / grinding noise was heard and the gun would not release easily, but the gun failed to staple or cut. The gun was removed and there were no visible staples were in the patient but the user could see indentation; not tissue damage, just where the tissue had visibly been compressed from trying to fire the first stapler. A new handle was opened to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d8, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted damage to the knife blade, consistent to application over an obstruction. It was reported that the device did not fire and gave unexpected or uncharacteristic audible feedback of normal use. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the instrument on the application site, ensure that no obstructions, such as previously fired staples or clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapling of the pharyngeal pouch, when the surgeon placed the device on the pouch and clipped down to squeeze the handle, there was resistance felt and a loud crunching/grinding noise was heard and the gun would not release easily, but the gun failed to staple or cut. The gun was removed and there were no visible staples were in the patient but an indentation of tissue was visible. A new handle was opened to resolve the issue in order to complete the case. There was no patient injury.